Event description:
Patient reported that last week he experience the needle button popping out before 24 hours. Patient stated that he had the same issue with the vgo device today. Patient stated that he put the v-go device on this morning around 7:00 am and the needle button popped out around 11:30 am. Patient stated that he is applying the vgo device on his abdomen, the back of his arm, and inner thigh. Patient discard the v-go device.